Event description:
It was reported that a cot dropped while transporting a patient. Allegedly, one of the emts tried to catch the cot and hit their nose on the patient's head. Reportedly, the emt broke their nose. No patient injury reported.